Manufacturer narrative:
The revolve ultrasound probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, and pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that tissue jammed into vacuum tube. Procedure was completed with another device.